Event description:
It was reported the patient never had therapeutic effect and a lead replacement occurred as a result. The patient didn¿t have adequate symptom control and has less than 50% therapy relief. The patient status at the time of report was alive with no injury. The patient¿s new leads would be programmed in 2-3 weeks. No outcome was were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va01pn5, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va03y4h, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was going to be programmed on 2014-(B)(6).

Event description:
Additional information received reported the patient was doing well and they received modest benefit from his initial programming after lead placement. There were no side effects.